Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 1100 mg/dl. Customer's current blood glucose value was 147 mg/dl. The customer experienced symptoms such as feeling bad. The customer was treated intensive care unit to stabilize for 10 days and then released. The customer was also in coma and received a heart attack while they were in hospital. The customer stated that the sensor stopped reading and there was too much wifi interference for the insulin pump to read which resulted in high blood glucose values. The device is not expected to be returned for analysis.